Manufacturer narrative:
Report source: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of two (2) clearlink duo-vent continu-flo solution sets would not prime; it was as if "there was a vacuum in the tubing". It was further reported that the chamber was primed and the clamp was open when the event was observed. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.